Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor - icm exhibited episodes of undersensing and failure to sense. The icm was explanted and replaced. The patient was in stable condition throughout the procedure.